Event description:
An aq2003v piece silicone lens haptic bent as the lens was being advanced. The facility stated that it was unk if the product malfunctioned. No pt contact. The iol injector, model and lot number are unk. The iol cartridge, model aq cartridge fp, lot # 1188043.

Manufacturer narrative:
Eval results: visual inspection of the returned product showed that one lens haptic was bent. Surgical residue/debris on product. The cartridge was returned and showed no visible damage. Complaints of this nature are being investigated.